Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A clinical review has been conducted and has found no indication of any clinical performance issues that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caregiver reported on behalf of the customer that he received an unspecified error message while wearing the adc freestyle libre sensor. Customer treated himself with insulin injection and experienced unspecified symptoms. Customer was re-sugared by his father. No further treatment was reported. There was no report of death or permanent impairment associated with this event.